Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon with the batch number of 27241825 located on the device hub. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The device had returned in two pieces, with the balloon attached to a 27cm long section, and the remaining shaft and hub at 120cm long. The combination of these two measure to 147cm long, suggesting the full device was most likely returned. Inspection of the remainder of the device presented multiple kinks located close to the broken section of both portions of the device as well as a pinhole tear in the balloon 15mm from the tip.

Event description:
It was reported that balloon rupture and shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. After a 6f non bsc guide catheter and a 300cm jupiter fc3 guide wire were crossed the lesion, a 5x220 sterling balloon catheter was advanced but failed to cross the lesion. Subsequently, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, on the second inflation at about 6 atmospheres, the balloon ruptured. Upon removal, the balloon had separated from the wire exit port. The portion that was left in the patient was removed with a snare and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture and shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. After a 6f non bsc guide catheter and a 300cm jupiter fc3 guide wire were crossed the lesion, a 5x220 sterling balloon catheter was advanced but failed to cross the lesion. Subsequently, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, on the second inflation at about 6 atmospheres, the balloon ruptured. Upon removal, the balloon had separated from the wire exit port. The portion that was left in the patient was removed with a snare and the procedure was completed with a different device. No patient complications were reported.